Event description:
A malfunction related to a malfunction code "malf 12" occurred with a customer's pump, while no notable events preceded the issue. There was no reported adverse impact to customer's blood glucose level. After the failure was noted and the pump was reset, the malfunction code recurred. Cts provided assistance with the pump reset and decided to replace the pump. The customer will transition to multiple daily injections (mdi) as a backup therapy. Customer support confirmed the shipping address for the replacement. Instructions were given to store the pump and return the faulty one using a provided pre-paid label, which the customer acknowledged and understood.